Event description:
Rptr stated that physician noticed the suture knots had come untied on the valve. The surgeon removed the valve and replaced it with a new one using a different suture. There are no reported adverse pt consequences related to this event.